Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a kangaroo e-pump power adapter. The customer reported that while plugged into an ac outlet, the ac adaptor started to melt. The facility stated there was no patient involved at the time of this alleged event.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion the results will be forwarded.